Event description:
Occlusion alarms were reported. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and then resumed using insulin. No further assistance was needed, and the case was closed by technical support.